Event description:
It was reported that there was an occlusion error. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. The product was received for evaluation. Visual and functional testing were performed. Visual and functional testing were performed. Product received in good physical condition. The reported problem was duplicated. The monitor was powered up and the absorber was removed, and the occlusion error was no longer present. The root cause was found to be the absorber. The technician replaced the absorber. Operator of device is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).